Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device does not turn on. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips call center personnel and field service engineer (fse) and has been investigated by the philips complaint handling team. Available details indicate that the device does not turn on as the battery is in short-circuit. It was determined the device has reached it's eol (end-of-life) status. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the battery is in short-circuit. Patient involvement is unknown at this time.